Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that particles were found in a heater-cooler system 3t during maintenance. The customer has sent samples to a laboratory and found that these particles were identified as saprophytes. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service was dispatched to the facility to investigate. He noticed that algae residues were visible in the hoses running from the tanks to the drain plug. The technician replaced the tube set and performed the cleaning of the tanks in connection with the polluted tubing. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service was dispatched to the facility to investigate. He noticed that algae residues were visible in the hoses running from the tanks to the drain plug. The technician replaced the tube set and performed the cleaning of the tanks in connection with the polluted tubing. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.